Event description:
It was reported that when using the bd pyxis¿ medbank tower was unable to issue rx verify medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was unable to issue rxverify medication. A technical support specialist (tss) remotely accessed the user's system to assist further. The tss confirmed that the user was able to submit the prescription request for the medication again and noted that the process is currently pending approval from the pharmacy. The system functioned as intended after the technical support specialist troubleshot the device.